Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 6.7 inr and 4.3 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system; replacement was sent.

Manufacturer narrative:
The relevant retention test strips (lot 20078422) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80) at roche (B)(4). No error messages occurred. The retention samples were acceptable. The retention material performed as specified. The actual customer material was not evaluated as the customer did not return any strips. The strips were not returned.